Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. There are upstream occlusion alarms in the history log; however, it is unclear if they are true or false. During the evaluation, the upstream sensor had cracks on the upstream sensor tail pins, which can cause false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.